Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was positioned into the atrial appendage and good measurements were obtained. However, then the physician tried to extend the helix, it did not work. Additional turns were made with the fixation tool, but the helix would not fully extend. The physician tried for thirty minutes without success; the lead was removed and a new lead of the same model was implanted without complication to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for laboratory analysis.